Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r wave sensing, pacing lead impedance and hv lead impedance were observed. Post paced t wave oversensing was also noted. Additionally an x ray showed the lead was dislodged and the patient received inappropriate hv therapy as a result. The patient was suspected to be a twiddler. The lead was capped and replaced on (B)(6) 2017. The patient was fine after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.